Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing revealed a bad network cable. The rep tested multiple scans and could not duplicate any communication problems. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that communication was lost between the o-arm and stealth. The issue was resolved on the call and the site re-spun after communication was re-established. It was noted that after a system checkout everything was working properly on both the o-arm and stealth. The tech did not find the stealth before the first spin so this was probably why it lost connection. It was also noticed that the sites ethernet cable was slightly damaged and could have come loose mid-spin. There was a less than 1 hour surgical delay and no impact to the patient outcome.